Event description:
Reporting status: serious injury-medical intervention; permanent damage. Reporting rationale: myocardial infarction and stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after a 3.0 x 15 mm xience v stent was implanted, the patient experienced a myocardial infarction (non-st elevation mi) with troponin increase. The patient was hospitalized and treated for restenosis with percutaneous coronary intervention (pci) and medication. The outcome of the event resolved. No additional event or patient information is available.

Manufacturer narrative:
Mi and restenosis as listed in the instructions for use (IFU), are known adverse events associated with stenting. Mi, restenosis, evaluated cardiac enzymes and hospitalization are listed in risk assessment. There does not appear to be any indications of a sds quality deficiency. It is possible that the mi and elevated cardiac enzymes are secondary effects of the restenosis, which was treated with pci and medication. No pre-dilatation was performed prior to implanting the stent. The IFU states: pre-dilate the lesion with a ptca catheter. It is not known how direct stenting the lesion may be related to the reported patient effects, if at all.